Manufacturer narrative:
Implant date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a the angio-seal arteriotomy locator would not enter the vessel due to scarring in the groin. The patient was in stable condition. The procedure outcome was a successful. Additional information was received may 20, 2019 update: the procedure was a leg intervention. Initially, there was difficulties with the insertion but the destination sheath went in fine. Then the destination was stubbed out for a short 6fr and it went fine. Manual compression was held to achieve hemostasis. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.